Manufacturer narrative:
The actual device was returned for evaluation. The short attachment device was evaluated and the reported condition that the device was heating up was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device did not pass the nose cone verification (cosmetically unacceptable). The assignable root cause of this condition was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 6 for the same event. It was reported that during pre-surgery testing, it was observed that three motor devices and three attachment devices were running rough and became hot. This event did not occur during surgery. There was no patient involvement. It was reported that unspecified spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.